Event description:
The customer reported that she was hospitalized due to blood glucose levels over 600 mg/dl. Prior to the event, the customer was found unconscious by her husband, and her sensor reading was 36 mg/dl. The customer stated that her sensor readings have always been inaccurate. The customer declined troubleshooting, and requested a replacement transmitter as hers was lost. Advised the customer that her request would be forwarded to the appropriate dept. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.